Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown child procedure on an unknown date and the suture was used. During usual manipulation with simple traction, the thread was cut. There were no adverse patient consequences reported.